Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 80% stenosed, 36x 3.0mm target lesion with a significant >45 and <90 degree lesion bend was located in a severely calcified and moderately tortuous right coronary artery (rca). Predilation was performed using an unspecified balloon catheter. A 2.75x38mm promus element long drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned identified that the hypotube was kinked at 15.9cm distal to the strain relief. An examination of the crimped stent found that the stent was compressed between its proximal to mid-section. No other damage was visible along the entire device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).